Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy, capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported "pain, capsule reaction". Later patient reported "silicone ruptured". Later, healthcare professional reported "perforation of the prosthesis", "capsular contracture, baker grade unknown", "cyst observed", "possibility of lymph node reaction and serious cosmetic deformity". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Event description:
Patient reported "pain, capsule reaction". Later patient reported "silicone ruptured". Later healthcare professional reported "perforation of the prosthesis", "capsular reaction", "cyst observed", "possibility of lymph node reaction and serious cosmetic deformity". Later healthcare professional reported ''I'd say it's between bilateral baker 3 and 4. This record is for the right side. Device was explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Reason for reoperation: capsular contracture baker iii/IV.

Event description:
Patient reported "pain, capsule reaction". Later patient reported "silicone ruptured". Later healthcare professional reported "perforation of the prosthesis", "capsular reaction", "cyst observed", "possibility of lymph node reaction and serious cosmetic deformity". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as an unidentified (tear) opening. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ cyst: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.